Event description:
Additional information has been requested, received and stated the issue was identified just prior to loading; therefore, the lens was not loaded. There was no patient contact. The surgery was completed with unspecified backup lens.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3.a., a.4., b.3., b.5., d.5. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the surgeon noticed haptic weak on lens when loading into cartridge. Additional information has been requested.